Manufacturer narrative:
Concomitant medical devices: 0295, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. Cultures were taken and antibiotic treatment was administered. The cardiac resynchronization therapy defibrillator (crt-d) system was removed. No further patient complications have been reported asa result of this event.